Event description:
It was reported that the ICD pocket became infected and the system was removed. While hospitalized, the patient's condition worsened. He had respiratory failure, progressing to multi-system failure despite treatment with IV inotropes. He went into vf, CPR was performed, but he expired; the death was attributed to sepsis.